Event description:
During a pvi pfa procedure, communication issues resulted in a procedural delay. After access into the left atrium was obtained, multiple attempts to take the baseline were unsuccessful and energy could not be delivered, the field for therapy was grayed out. The ballon was fully deflated and inflated, placed new ECG electrodes, the current generator was restarted, the amplifier was restarted, the ensite x presets were newly loaded, all the connection on the current generator and amplifier were reconnected but the issue was not resolved. The catheter was replaced but the baseline issue persisted. The catheter could be fully visualized on the ensite x in voxel model. The procedure was completed using rf with a tactiflex ablation catheter with no adverse patient consequences. The generator has continued to be used in procedures with no issues so the issue is thought to be with the catheters.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One volt pfa, sensor enabled catheter was received for evaluation. Splines 1-8, the shaft electrodes, and the sensors met specifications of acceptable resistance values with no open or short circuits detected. The catheter was connected to a pfa generator. The catheter displayed correctly on the screen with no anomalies or error messages displayed after therapy. The eeprom read normally with no anomalies noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.